Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a vertebral compression fracture. During inflation, the distal tip of the balloon ruptured at 500 psi inside the l4 vertebral body. No patient complications were reported.

Manufacturer narrative:
(B)(4) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.